Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the charged coupled device unit being damaged due to physical stress applied to the tip while being handled by the user. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the evis exera iii gastrointestinal videoscope was blurry. The issue was found when preparing the scope for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the specified resolving power could not be obtained due to damage on the charged coupled device (ccd) unit. The report is being submitted due to the damaged ccd unit found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the light guide lens was chipped and cracked, the bending section cover adhesive was chipped/cracked and worn, the scope cover plate was detached, the switch box was dented and scratched, the plug unit was deformed, the control unit was scratched, angulation was reduced, the control knobs had play, and the up/down knob could not be locked securely due to wear of the forceps elevator lever. This event is under investigation. A supplemental report will be submitted upon receiving additional information.